Event description:
On (B)(6) 2011: customer reports via phone that during a (B)(6) study while attempting to obtain retrograde images, the staff was typing patient information into system and monitor went black and no fluoro occurred. Patient was sent to recovery and once patient was recovered, they were sent to CT for further imaging. No patient injury to report.

Manufacturer narrative:
On (B)(6) 2011: covidien product monitoring contacted customer to obtain details for report 1518293-2011-00204, when customer described this failure event. Customer did not report to covidien and/or request covidien to perform an evaluation of equipment by a field service engineer. Customer rebooted the system and all functions returned.